Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/09/2015 with the following findings: the threads of the battery compartment were observed to be damaged: the reported issue was confirmed. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The pump was able to maintain power with the test battery cap installed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.